Event description:
It was reported that the ventilator was auto-triggering and generating low expiratory minute volume and high respiratory rate alarms. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was auto-triggering and generating low expiratory minute volume and high respiratory rate alarms. Simulated use testing of the returned ventilator could not reproduce the reported issue. The expiratory cassette and turbine module was replaced precautionary since it could cause auto-triggering. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).